Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed 2 openings through microscopic inspection assessed as surgical damage, observed broken device through microscopic inspection assessed as fold flaw opening, and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced with non-abbvie.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
Clarification to d.6a.: reported implant in 2013 however based on the device manufacturing date - exact month is unknown.